Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt anastomosis. After a non-bsc guide wire crossed the lesion, a 5.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. First and second inflations were performed at 20 and 22 atmospheres, respectively. However, during the third inflation at 22 atmospheres for 90 seconds, the balloon ruptured. Although there was still slight stenosis remaining, the procedure was completed. No patient complications were reported.